Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Given the limited information, we are unable to determine relationship to (B)(4).

Event description:
It was reported that the patient was charging the dash personal diabetes manager (pdm) using the original yellow cable connected to the usb port on their desk. The usb port burned and emitted smoke, which damaged the pdm charging port. The patient believed an overload or dust caused the usb port failure. The pdm was reported to no longer power on despite attempts to charge with other cables. It was reported that there was nothing unusual with the device prior to charging. A replacement pdm was arranged to be delivered to the patient.